Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that a patient with a 29mm 11500a aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to dehiscence and severe pvl. Two 29mm 9755rsl transcatheter valves were placed to seal the pvl through stent cage.

Manufacturer narrative:
Added information to b5, d1, d2, d4, d6, h4. Corrected model and serial number based on additional information received.

Event description:
It was reported that a patient with a 29mm 11060a aortic valved conduit underwent a valve-in-valve procedure after implant duration of 3 (three) months, due to dehiscence and severe pvl. Patient presented with heart failure. Two 29mm 9755rsl transcatheter valves were placed to seal the pvl through stent cage. Patient was in stable condition and has been discharged.

Event description:
It was reported and learned through medical records a patient with a 29mm 11060a aortic valved conduit underwent a valve-in-valve procedure after implant duration of 3 (three) months, due to severe pvl resulting in pseudoaneurysm. Two 29mm 9755rsl transcatheter valves were implanted with one week apart. The patient left in hemodynamically stable condition. Patient was discharged on pod # 21. Per medical records, the patient is s/p modified bentall procedure which was complicated by cva. CT scan demonstrated aortic pseudoaneurysm from a paravalvular/paraconduit leak. The patient had another embolic event during his hospital stay. Per surgeon, this pseudoaneurysm presumably caused those embolic events. The risk for redo surgery was prohibitively high, therefore, he underwent a transcatheter aortic valve in valve replacement with small residual leak. A week after the viv procedure, it appeared that the valve may have been too deep resulting in severe valve stenosis and required a second transcatheter valve (valve-in-valve-in-valve). The patient tolerated the second viv procedure well, will be taken to the intensive care unit.

Manufacturer narrative:
Added information to b5, b6, b7, h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined.